Manufacturer narrative:
(B)(4). The expedium 6mm dual-lead tap (B)(4) was not returned to the customer quality unit. However, a photo of the device was provided. It was confirmed per the photo that the dual-lead tap had become fractured. A review of the device history record (DHR) for the expedium 6mm dual-lead tap could not be performed as no lot number was provided. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the dual-lead tap a definitive root cause cannot be positively determined. Device was not returned for evaluation and as such a root cause analysis cannot be positively determined. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was tapping a prepared screw hole at l4 on the patient's left. When the surgeon dropped his hand to improve trajectory the tap sheared off at the point of the shaft where the larger diameter transitions to a smaller diameter shaft. The tap remained in the patient bone until the surgeon removed the remaining portion of the tap with a pair of pliers. Patient consequence? No. Action taken for procedure: removal of instrument with pliers.